Event description:
Customer¿s medwatch report stated ¿pt infusing lipids without any issues. Pt got out of bed to use restroom. When rn went to room, noted puddle of lipids on the floor. Infusion stopped and md made aware. Upon removal of tubing from pump, noted hole in the tubing below the blue part, which is inserted into the pump. Tubing saved.¿ there was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the failure investigation once it has been completed.